Event description:
This unsolicited device case from united states was received on 07/30/2014 from a non-healthcare professional (office staff). This case involves a (B)(6) female pt who developed pain, swelling, difficulty walking and difficulty going from sitting to standing after receiving treatment with synvisc one. The pt's medical history, concomitant medications or concurrent conditions were not reported. Past drugs included synvisc. On (B)(6) 2014, the pt received treatment with synvisc one injection, once (route, dose and expiry date: unk; batch/lot number: u1302) bilaterally for an unk indication. It was reported that the injections were guided by ultrasound. The pt called that night but it was after hours for the physician. On an unk date in (B)(6) 2014, the pt experienced pain, swelling, difficulty walking and difficulty going from sitting to standing. The physician saw the pt on (B)(6) 2014 and gave her bilateral corticosteroid nos (steroid) shots. They had not heard back from the pt since then. Corrective treatment: bilateral steroid shots for pain and swelling and not reported for difficulty walking and difficulty going from sitting to standing. Outcome: unk for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for pain and swelling.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) comment dated 08/05/2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the events of pain and swelling, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.